Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. Based on technician statement, the customer has been asked to replace the expiratory membrane. The client did not provide more information, however, no more complaints related to investigated issue has been raised and no more support from the technician has been requested. Therefore, it can concluded that replacing expiratory membrane has resolved the issue. Expiratory cassette membrane is article of consumption. Operating capacity for the membrane is estimated to (B)(4) breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. The issue was decided to be reported based on available information (without logs or determined faulty parts) as the reported issue may have underlying causes that may affect essential functions. In the further process of complaint handling the information received indicated that the issue was related to faulty expiratory cassette membrane. It was determined that issue related with faulty expiratory cassette membrane did not cause or contribute to death, serious injury or medical intervention to prevent harm. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).